Event description:
It was reported that the clinician reported the spring wire guide (swg) became unraveled inside of the pt. Add'l info received by the sales rep on 11/9/09, states the swg unraveled during insertion into the pt's internal jugular. The swg was removed intact. At which time, a second kit was opened and used successfully.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.